Event description:
It was reported that the patient complained about waxy vision and discomfort of distance vision after implantation of the preloaded intraocular lens (iol). The refraction read -0.75 post-operative. The value was slightly more myopic than the -0.30 target refraction. An explant was performed. The replacement lens was a competitor's monofocal iol. The patient's pre-operative visual acuity (va) value was 0.8; post-operative 0.6 was the va value. The patient's daily activities were significantly affected. Patient status provided as temporarily impaired. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Date of event: unknown/not provided. But the best estimate date is between (B)(6) 2023. Email address: unknown/not provided, as information was asked but it was not provided. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information section d9: device available for evaluation: yes. Date returned to manufacturer: feb 22, 2023. Section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received cut in half and then cleaned for visual inspection. No issues that could contribute to or cause the complaint issue were identified. The complaint issue "explant, blurry vision and unexpected post op refraction¿ was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, no nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.